Event description:
Five days prior to the receipt of this report, the patient underwent a thoracotomy (pulmonary artery banding) procedure wherein coseal surgical sealant was applied. Three days later the patient developed a two-stage pulse arrhythmia upon awakening. Analgesia was added and the patient was monitored. Circulation was stable. Two days later sedation was terminated and the two stage pluse did not reoccur. The following day the patient was transferred to a general medical unit. An echocardiogram was performed, and a small amount of pericardial fluid was found around the entire circumference of the heart. Diastolic dimension is less than 1mm. Two days after that, a follow up echocardiogram was performed, and a pericardial effusion was observed around the entire heart. The diastolic dimension was about 7 mm, which had rapidly increased compared to the day before yesterday. Emergency drainage was performed. A median subcutaneous incision of about 4 cm was made to reach the pericardial sac at the diaphragmatic plane, resulting in a clear red pale bloody pericardial effusion. The pericardial effusion drained approximately 35 ml. Since there was no persistent bleeding in the pericardial sac, a 15fr drain was placed in the pericardial sac and the wound was opened and closed. The patient was hospitalized for an unspecified amount of time and has since recovered from the events. No further information was available at the time of this report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.